Manufacturer narrative:
In the returned state, the lead had been cut through 11cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. An explantation instrument set was located inside the distal fragment, and a thread was bound to the distal fragment. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially in the distal area. In addition, the distal fragment from 35.5cm to 30cm proximal of the tip electrode and the shock coil were found to be surrounded by calcified tissue. These damages are with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. Due to the severe extraction damage and the fibrotic tissue surrounding the lead, it can be assumed that lead was stiffened and ingrown in the implanted state and that this severely restricted the leads ability to move. In addition, the analysis discovered the inner coil and insulation in the distal area to be stretched and deformed and the shock coil to be deformed. These damages are probably due to the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the electrode was explanted approx. 105 months after implantation due to an inappropriate shock.